Event description:
The angiosculpt device was inflated two times in the superficial femoral artery (sfa) at 12 atm for 30 seconds. It was inflated again for the third time at 12 atm for 60 seconds. After treating the sfa, the physician attempted to insert the angiosculpt device in the deep femoral artery (dfa) but got stuck with the agosal, 175 cm guide wire (not manufactured by angioscore). The guide wire was able to be withdrawn and another agosal, 300 cm guide wire (not manufactured by angioscore) was attempted to be inserted but the guide wire could not advance more than 1 cm. The physician cut the proximal 20 cm of the catheter and inserted the guide wire into the catheter. The catheter was withdrawn over the guide wire with no clinical intervention. No health injury occurred and the pt was released from the hospital.

Manufacturer narrative:
Pt information is unk. Pt information was declined by the hospital. The angiosclupt device got stuck with the agosal guide wire (not manufactured by angioscore). Physician had to remove the entire system. Rewiring of the lesion resulted in prolongation of the case. (B)(6). The angiosculpt device was returned in two separated pieces. The angiosculpt device was cut approximately 22 cm from the distal end of the strain relief. There was no visible occlusion on the shaft, however, an occlusion (foreign material) in the guide wire lumen approximately 6-7 mm from the proximal end of the lumen was observed. An 0.018" laboratory guide wire was unable to pass through the occluded region when inserted with the floppy end. During initial use of the angiosculpt device in the sfa, the guide wire had gotten stuck. Angioscore instructions for use (IFU) states that if unusual resistance is felt when catheter is manipulated, carefully remove the entire system (catheter and guide wire). In this event, the physician decided to leave the angiosculpt catheter in place and only remove the guide wire. In addition, off-label of the device was performed by cutting 20 cm off the proximal end of the angiosculpt device to remove the entire catheter system. No clinical injury reported.